Manufacturer narrative:
The advocate ended the call before any customer info or product info could be obtained. It's not possible to determine the manufacture date or 510k number without the meter info.

Event description:
The advocate stated, the customer called paramedics as a result of receiving erratic readings using her contour meter. The customer received a blood glucose reading of 175 mg/dl from her contour, while paramedics received a reading of more than 400 mg/dl from their meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. It's not known if the customer received treatment from paramedics. The advocate ended the call before any additional info could be obtained. No product will be returned.